Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was failed to hold the door together. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was not closing completely. Found the remote manager and hasp starting to detach. A field service engineer (fse) shut down the station and removed the remote manager housing and hasp. Cleaned off old tape from both units and the refrigerator. The existing long hasp was not compatible with the refrigerator, so a new universal door hasp was installed. Applied new tape to the remote manager housing and reinstalled it, adjusting the hasp for proper alignment. After reinstallation, the refrigerator door opened and closed properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was failed to hold the door together. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.